Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a patient. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and had clearly elevated c-reactive protein, had walking difficult, developed swelling of right knee/ swelling of left knee and knees were painful/knees were still a bit tender. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in both knees for arthrosis. The knees were normal after the injections, before the ski tour on (B)(6)2016. On (B)(6) 2016, 17 days after receiving first synvisc one injection, the patient's right knee swelled after a ski tour. On (B)(6) 2016, on next day, patient went to work, but had to leave home in the middle of the day due to onset of fever and not feeling well. A physician instructed the patient to go to a hospital. On an unspecified date in (B)(6) 2016, few days after receiving first synvisc one injection, patient was hospitalized and a clearly elevated c-reactive protein was observed when the patient went into an infection ward from normal ward. It was reported that the patient was in intravenous antibiotic infusion for several days. During the time in the hospital, the patient's left knee also started to swell and become painful. At the time of reporting (on (B)(6) 2016), walking was difficult for the patient and the knees were still painful. Further reported that the laboratory test results would be available on (B)(6) 2016. On an unknown date, the very large investigations such as electrocardiography, magnetic resonance image and different bacteriological cultures were performed. It was reported that the greetings of the attending physicians were that there were no findings in laboratory tests but the physicians still thought that the reactions could be caused by hylan g-f 20. On an unknown date in (B)(6) 2016, the infection values (apparently c-reactive protein) was around zero and the patient was back in work, but his knees were still a bit tender. Corrective treatment: intravenous antibiotics for clearly elevated c-reactive protein and not reported for other events. Outcome: recovered for clearly elevated c-reactive protein; not recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization for all events and required intervention for clearly elevated c-reactive protein. Additional information was received on (B)(6) 2016: global ptc number was added. Additional information was received on (B)(6) 2016 and (B)(6) 2016 (both information processed together with the clock start date of (B)(6) 2016) from the patient. The event term was updated from knees painful to "knees painful/knees were still a bit tender". The information regarding laboratory tests: electrocardiography, magnetic resonance image, different bacteriological cultures and c-reactive protein was added. The outcome of the event of clearly elevated c-reactive protein was updated from not recovered to recovered. The ptc results were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016 and (B)(6) 2016: this case concerns a male patient who received treatment with synvisc one and was hospitalized for clearly elevated c-reactive protein, knee swelling, knee pain and walking difficulty. In the follow up, qa investigation results and the laboratory test values were received that do not indicate any negative findings, and the physician's opinion of the causal relationship, that the events were caused by the administration of synvisc one. Although, the company also assessed the causal relationship between the product and the event as possibly related but, the lack of information regarding the technique and the conditions under which the injection was performed act as confounding factors.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a patient. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and had clearly elevated c-reactive protein, walking difficult, developed swelling of right knee/ swelling of left knee and knees were painful. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in both knees for arthrosis. The knees were normal after the injections, before the ski tour on (B)(6) 2016. On (B)(6) 2016, 17 days after receiving first synvisc one injection, the patient's right knee swelled after a ski tour. On (B)(6) 2016, on next day, patient went to work, but had to leave home in the middle of the day due to onset of fever and not feeling well. A physician instructed the patient to go to a hospital. On an unspecified date in (B)(6) 2016, few days after receiving first synvisc one injection, patient was hospitalized and a clearly elevated c-reactive protein was observed when the patient went into an infection ward from normal ward. It was reported that the patient was in intravenous antibiotic infusion for several days. During the time in the hospital, the patient's left knee also started to swell and become painful. At the time of reporting (on (B)(6) 2016), walking was difficult for the patient and the knees were still painful. Further reported that the laboratory test results would be available on (B)(6) 2016. Corrective treatment: intravenous antibiotics for clearly elevated c-reactive protein and not reported for other events outcome: not recovered for all the events. (B)(4) seriousness criteria: hospitalization for all events and required intervention for clearly elevated c-reactive protein. Additional information was received on 11-feb-2016: global ptc number was added. Pharmacovigilance comment: sanofi company comment dated 11-feb-2016: this case concerns a male patient who received treatment with synvisc one and was hospitalized for clearly elevated c-reactive protein, knee swelling, knee pain and walking difficulty. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's current clinical presentation, medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.